Event description:
The valve was removed after 71 months implant duration due to structural dysfunction relating to cuspal tear(s) and perforations with regurgitation noted on echo. The valve was replaced; however, the pt had difficulty weaning from bypass and expired.